Manufacturer narrative:
(B)(4). Visual examination of the returned product verified part and lot numbers. It is confirmed that the inserter plastic tip is broken and missing pieces that have not been returned and had scratches and dings on plastic tip. The presence of hackle marks and river lines suggests the overload failure mode. Wear on the device is seen the form of heavy strike marks and scratches on the strike plate and some deformation on the prongs. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument to impact the implant, the tip of the instrument fractured. There was no report of foreign body retained or harm to the patient.